Event description:
This supplemental report is being submitted to provide additional information based on legal manufacturer's investigation results.

Manufacturer narrative:
Please refer to the following sections for the new information: d8, d9, h2, h3, h4, h6, h10. The device was returned to olympus for evaluation and the customer's allegation of sheath (cable) perforated, cut, was confirmed. Additionally, other evaluation findings include the following: smear in the image due to a damaged cable. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the 4k autoclavable camera head cable sheath was perforated. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.